Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 200-600 mg/dl and the ketone level ranged from minimal to large. A healthcare provider stated that the large ketone level was considered as dangerous as the customer was pregnant at the time. The ketone level had since been resolved. After the alarm, the customer would change the supplies and deliver a bolus of insulin to address the bg level. A cause of the past occlusions could not be determined. After the current occlusion, the customer performed a pump system check. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. A new cartridge was loaded and insulin was observed exiting from the infusion set tubing.